Manufacturer narrative:
Additional information was received that the patients issue with the device has been resolved. There will be no further course of action.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site whenever the device was turned on and the ipg was getting hot. It was also noted that the ipg was non-functional. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site whenever the device was turned on and the ipg was getting hot. It was also noted that the ipg was non-functional. The patient will undergo an ipg replacement procedure.